Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Select patient information cannot be provided, due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, to medtronic minimed. That the customer, was hospitalized with hyperglycemia. And received pump error 43 (an error in the motor was detected, by reading unexpected value from hall sensor). The customer reported, blood glucose value of 400 mg/dl. And the hyperglycemic event was treated with insulin drip. The event involved product(s) mmt-1812. Troubleshooting was performed for hyperglycemic event and pump error alarm. Customer was able to clear the error, but was unable to complete the rewind process. No further patient complications were reported. Product return for mmt-1812 is not expected.